Manufacturer narrative:
Analysis confirmed the reported event; the output connector assembly was broken. Analysis also found the lower case and hanger assembly were broken, the display wires were pinched (wire insulation not compromised), and the keypad and one case screw were contaminated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial and ventricular connectors were broken. The external pulse generator was returned for repair. There was no patient involvement.